Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
User reports that she has experienced skin issues ever since surgery (B)(6) 2013. She is reporting weeping, sometimes bleeding, and itching skin under entire appliance. She had thought it was possibly an allergy but the same skin issue has remained no matter what product she used including a competitors samples. She has not seen a physician nor wound ostomy care nurse. She has cut the tape border off and has also tried to air out area; leaving appliance off for hours when possible but with no real improvement. She was instructed in how to perform a simple patch test for both tape border and durahesive. Also instructed that more likely could be a yeast or fungal issue. She will try an over the counter antifungal powder. Instructed in application of these. If there is any response to patch testing or no response to antifungal meds; she is advised to seek further medical evaluation.